Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up revealed that the patient's ipg was moved superior and laterally during the revision. The pain issue has been resolved.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete product information.

Event description:
It was reported that the patient was experiencing pain located at the implant site. The patient underwent surgical intervention on (B)(6) 2019 wherein the pocket was revised.